Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral stem and the bone and patient-related conditions, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "loosening - femoral stem" is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech hip replacement study, approximately nine months post ltha, (B)(6) y/o female patient experienced hip pain. The event is unlikely related to the device or the procedure. Then, approximately 1.5 years post tha, patient experienced aseptic mobilization of the hip. Patient had a revision due to aseptic loosening six months later and femoral and femoral head components were revised. The event is possibly related to the device and to the procedure.